Event description:
Information received by medtronic indicated that the insulin pump battery component and backside was cracked. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged broken battery tube threads, crack at the back of the battery compartment on (B)(6) 2021. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcb1, battery connector, motor, force sensor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a insulin pump error 35 fatal alarm confirmed in the history files on (B)(6) 2021 11:46:47. Due to moisture damage on the force sensor. Force sensor zero offset within specification 23.2 mv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: insulin pump had missing display window cover, scratched overlay, cracked keypad overlay, broken battery tube threads, cracked case corner of belt clip rails. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to moisture damage force sensor. Pump broken battery tube threads, cracked case corner of belt clip rails were confirmed.